Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump's battery lasting less than 8 hours. Pump successfully downloaded traces and history file using thump. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert noted during testing. However, low battery alerts noted in the pump history on (B)(6) 2021 at 2:05pm and on (B)(6) 2021 at 9:24am. Therefore, battery change occurred in less than 1 week. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, corroded battery tube, cracked case near the corner of belt clip rails, cracked keypad overlay, and cracked case on the battery tube side. In summary, customer allegation for battery lasting less than 8 hours was confirmed due to corroded battery tube noted during visual inspection. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.